Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component. Investigation conclusions),h10. Corrected fields: h6(health effect - clinical). The getinge field service engineer(fse) that discovered the issue replaced fo sensor extension (0012-00-1562) and pm checklist was completed on service order.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit has broken fo sensor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.